Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured october 16, 2012 - october 17, 2012. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing during patient infusion of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.